Event description:
It was initially reported that a pt presented high lead impedance readings during a routine office visit. The pt stated that she can no longer feel the stimulation from therapy which started about a month ago. There were no reports of trauma or manipulation that could not have caused or contributed to reported events and there were no causal or contributory medication or programming changes prior to the onset of the events. The pt's device was programmed off and x-rays were taken. A copy of the x-rays was sent to the manufacturer for review and during the review, a suspect area was identified immediately after the electrode bifurcation of the lead body where the lead may not be continuous. Image quality of the x-rays prevented further assessment of this area. A portion of the lead was behind the generator and continuity in that portion of the lead could not be assessed. Revision surgery is likely.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.